Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation . Visual evaluation / functional test was performed, the mount would not disengage from implant. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The the mount would not disengage from implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
Attempt to place implant is reported. Implant placed to depth, could not remove impression post/carrier. Another implant was placed in the same surgery.

Manufacturer narrative:
Zimvie complaint (B)(4). E1: initial reporter¿s first name is not provided / unknown. G4: additional 510(k) number is k101880.